Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause could not be determined.

Event description:
Material no.: 382534 batch no.: 9031864. It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was a failure with an insyte autoguard. It was clarified that the needle only retracted three-quarters of the way leaving the needle exposed. The following information was provided by the initial reporter: customer called in to report insyte failure # 382534. It was clarified that the needle only retracted three-quarters of the way leaving the needle exposed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 382534, batch no.: 9031864. It was reported that after use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was a failure with an insyte autoguard. It was clarified that the needle only retracted three-quarters of the way leaving the needle exposed. The following information was provided by the initial reporter: customer called in to report insyte failure # 382534. It was clarified that the needle only retracted three-quarters of the way leaving the needle exposed.